Manufacturer narrative:
Results: the complaint of "general damage"¿ was confirmed. The lead was returned missing the terminal end electrode. Conductivity testing passed on all channels except channel 1 due to the missing terminal electrode. This damage is consistent with the lead being removed from the extension with the setscrew still engaged. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) implant procedure was extended by one hour due to the lead contact being fractured during the removal of the trial extension. In turn, the physician explanted and replaced the lead which resolved the issue. The implant date of the lead is unknown at this time. Concomitant product: model: unknown, scs extension, implant date: unknown.